Event description:
Related manufacture reference number: 2017865-2023-00007. It was reported that the patient presented during generator exchange procedure. During procedure, it was noted that it was difficult to remove the setscrew from the header with a torque wrench. An implanted lead was also removed due to an unknown cause. The procedure was completed on (B)(6) 2022 with no patient consequences.

Manufacturer narrative:
The reported event of failure to remove set screw was confirmed. As received, the device was returned at backup mode. Analysis revealed the right ventricular set screw contained septum material inside the hex cavity. The cause of the reported event of failure to remove screw was isolated to this material in the hex cavity that was inserted due to procedural process. No other anomalies were identified.

Event description:
It was reported that the patient presented during generator exchange procedure. During procedure, it was noted that it was difficult to remove the setscrew from the header with a torque wrench. The procedure was completed on (B)(6) 2022 with no patient consequences.